Event description:
It was reported that one of the device's external hard paddles plate came off from the attachment. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the hard paddle attachment part number info to repair device. The failed external hard paddles has not been returned to physio-control for eval.